Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during an interventional coronary artery procedure with heavy tortuosity, heavy calcification and 99% stenosis, the voyager nc balloon ruptured during the first inflation at 5 atmospheres (atm). There was no reported pt effect. No additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as heavily tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon rupture. Ultimately, return of the voyager nc may have aided the evaluation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity.